Event description:
It was reported that foreign matter was found. A boston scientific employee noted that there was a hair-like object inside the unopened inner pouch of an encore 26 inflation device.